Event description:
Refrence number (B)(4). Event occured in finland. It was reported that the patient experienced an infusion set issue where the cannula was found to be bent, which disrupted insulin delivery and resulted in elevated blood glucose levels. The patient managed the hyperglycemia by self-administering additional insulin via the pump. The date of the incident was(B)(6) 2026. No further information is available

Manufacturer narrative:
(B)(6)